Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture was used on face/right cheek tissue and was not being tied at time of breakage, was just being pulled thru tissue. The suture was initially placed interrupted. Breakage occurred during approximately eight tissue passes before breakage. In relation to needle, the approximate location of suture breakage approximately ten centimeters. The suture did break in two pieces. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Had to open a new suture to continue closing the skin. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.